Event description:
The user facility reported that when torquing the involved guidewire (gw), the distal angled portion of the gw broke off and remained in the patient. There was no blood loss. The reported event resulted in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 16apr2024: the procedure performed was a bilateral pelvic angiogram. There was no intervention performed when the wire broke off, the physician was attempting to cross a lesion. There was no more resistance than what was to be expected. The broken piece was not removed from the patient, it was in the retroperitoneal soft tissue. The piece remained in the patient. The patient was stable. The procedure was not completed at that time due to patient tolerance. The patient needed anesthesia and the procedure was completed a different day with general anesthesia. The device did not appear to be damaged prior to use.